Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had previously been hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was over 700 mg/dl. The customer reported that the skin at the insertion site was hard and rejected insulin. Customer stated that the set had been changed one to two days prior to hospital admission. The customer reported being nauseous and unable to move. The insulin pump was not replaced or returned for analysis.